Event description:
Additional information reported the patient experienced "skin allergy, redness, and swelling" symptoms that were associated with the event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# v006440, product type: lead. Product ID: 7482-51, product type: extension.

Event description:
It was reported the parkinson's disease patient experienced "skin allergies and swelling after the operation." The patient underwent "re-operation to replace the lead on (B)(6) 2016 and replace the extension wire on (B)(6) 2016." The patient's status was "normal" following the replacement procedures as of (B)(6) 2016. It was noted the patient's physicians "didn't think that the incident was with the quality of the product." The reporting manufacturer representative noted the event was not related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.